Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four weeks ago. The proximal aorta was reverse funnel shaped measuring 29-31.5 mm in diameter and it was 11 mm in length. There was thrombus on the back side of the proximal aorta. It was reported that the final angiography showed a proximal type I endoleak. The endoleak improved with ballooning, but did not resolve. A 10,000 cc of heparin were administered during the procedure, which may have been the reason for the type I endoleak. No intervention was performed and the physician plans to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (reverse funnel shaped aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (reverse funnel shaped aortic neck).